Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut row 7 from the proximal side was damaged and lifted from the stent profile. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07feb2019. It was reported that device was defective. A 28x3.00mm and 24x3.00mm promus premier stent were selected for use. However, it was noted that both devices were defective. No known patient complications were reported. However, returned device analysis revealed stent damage.